Event description:
Ous MDR - after an implantation period of about 35 months, oversensing of noise was reported. At the moment no information is available with regard to the explant of the lead. Should we receive further details, this report will be updated. The lead was not returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.